Manufacturer narrative:
The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. The device was not returned for evaluation as it remained implanted after the valve-in-valve (viv) procedure, therefore customer report of degeneration could not be confirmed by product evaluation. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including a history of severe chronic kidney disease.

Manufacturer narrative:
The date of the event is unknown. However, the article was received for publication on 7th jul 2022. Therefore, the date the article was received for publication was used as the date of event. The subject device is not available for evaluation, as it remained implanted in the patient. Article citation: ielasi a, buono a, briguglia d, uccello g, pellicano m, medda m, tespili m. Minimalistic contrast-zero aortic valve-in-valve replacement using the novel hydra transcatheter valve in a patient with severe chronic kidney disease. Cardiovasc revasc med. 2023 apr;49:73-74. Doi: 10.1016/j.carrev.2022.08.020. Epub 2022 aug 18. Pmid: 36028384. The investigation is still in progress. Therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis. And if action is required, appropriate investigation will be performed.

Event description:
Through review of medical article ''minimalistic contrast-zero aortic valve-in-valve replacement, using the novel hydra transcatheter valve in a patient with severe chronic kidney disease''. The following event was identified as pertaining to an edwards device: this 81-year-old man patient with a 23mm carpentier edwards valve implanted in aortic position. Underwent a valve-in-valve procedure, due to structural degeneration leading to severe regurgitation after an unknown implant duration. A 26mm non-edwards transcatheter valve was implanted within the surgical valve.